Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient underwent a target vessel revascularization. The target lesion was 35mm long located in the mid left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was predilated with a non-bsc balloon followed by placement of a 3x24mm taxus liberte stent and a 3x16mm taxus liberte stent. The patient was discharged on aspirin and clopidogrel. (B)(6) 2011 - the patient underwent a target vessel revascularization of the previously treated vessel.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed.(B)(4)